Event description:
It was reported that a patient developed heterotopic ossification after a mobi-c device was implanted. The patient was asymptomatic and did not have any functional limitations at the time of the last evaluation.

Manufacturer narrative:
Corrections to: a1, b5, d1, d2: common device name, d6, e1, e2, e3, g3, g5: PMA number, and h6: patient, device, method, and results codes. Additional information in: a2, a4, b3, b6, b7, and d4: catalog number. Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Manufacturer narrative:
This medwatch is submitted to send the initial report of this complaint. Reference and lot number of concerned device are not known. Attempts to obtain additional information have been made and no answer has been provided yet. So far, is not possible to perform the review of tracebaility and devices history records. Product was not returned yet, no evaluation could be performed. Investigation still in progress. Product location unknown.

Event description:
Mobi-c p&f us: heterotopic ossification. Information was gathered through the 2019 annual mobi-c ess surgeon survey. In response to a question asking if any given indicators of potential adverse events had been observed in the past year, respondent chose, heterotopic ossification. Patient diagnosis, pre-implantation described by surgeon as, cervical radiculopathy. Level where device implanted : c6/7. Level where event occurred: c6/7. Asked to classify the heterotopic ossification, surgeon responded, IV. Surgeon described condition of patient following event: zero adverse effect on outcome(radiographic only). Investigation still in progress.

Event description:
It was reported that a patient developed heterotopic ossification after a mobi-c device was implanted. The patient was asymptomatic and did not have any functional limitations at the time of the last evaluation.

Manufacturer narrative:
The implant was not returned for evaluation, so no results are available and no conclusions can be drawn. A review of the DHR did not find any issues which would have contributed to this event.